Event description:
Caller reported a tandem mobi cartridge alarm which caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl, although the specific value was unknown. Customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge, deliver a 9-unit bolus, and informed the caller about the impact on insulin on board (iob). The bolus was completed successfully, allowing the caller to reload the original cartridge and resume insulin therapy, resolving the issue.